Manufacturer narrative:
Calibration, control and assay performance check data are all within specification and do not indicate an instrument issue. Information provided indicates the customer was not using the recommended rack adaptors for their sample tubes which may have caused the low tsh results. No adverse events were reported.

Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.

Event description:
It was reported that the display on the insulin pump was blank. Troubleshooting was performed, but the display could not be restored. The customer was advised to revert to a backup plan to treat her diabetes. Nothing further was reported.

Event description:
User received an erroneous tsh result for one patient sample. Initial result was 0.07 uiu/ml and was reported. The physician called on (B) (6) 2010 requesting the sample be repeated as he did not believe the original result reported. The sample was repeated on (B) (6) 2010 giving 3.8 uiu/ml. There were no fibrin or clots in the sample. User said the same sample was tested on an olympus analyzer at the site and there were no problems with the results from the olympus analyzer. Date of testing and results generated from the olympus analyzer were not provided. On (B) (6) 2010 an aliquot from a different sample obtained from the patient the same day as the original sample was run on the e170 giving 3.9 uiu/ml. User repeated 36 other patient samples that were tested from around the time of the erroneous result and all the other patient repeat results were the same as the original results. User said there were no adverse affects to the patient involved. Tsh reagent lot number, 15531801. The field service representative was unable to find a cause. He performed mechanism checks and tsh assay performance tests to verify analyzer performance.